Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the moderately calcified right common femoral artery using a prostyle device after a percutaneous transluminal angioplasty (pta) interventional procedure using a 7f sheath. Reportedly, after deployment, the foot of the device was retracted and an attempt was made to remove the device; however, the device was stuck and could not be removed. It was unknown if the foot of the device had retracted completely. Bleeding likely caused by the prostyle was noted around the device. A balloon was inserted via a radial approach and dilatation was performed in the external iliac artery (eia) to control the bleeding. Another attempt was made to remove the prostyle device; however, the junction between the guide and sheath separated into two pieces and the black distal sheath portion remained in the artery. Cut-down surgery was performed to remove the separated portion of the device from the patient and to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported guide separation was confirmed. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of hemorrhage is listed in the electronic perclose prostyle instructions for use (eifu), as a possible adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a known adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.